Event description:
It was reported to covidien on 11/26/2009, that a customer had an issue with gauze. The customer reports a pt reported allergic reaction to the gauze and was treated with prescription gentamicin.

Manufacturer narrative:
(B) (4). An investigation is currently underway. Upon completion, the results will be forwarded.